Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this is one of two device manufacturing reports associated with this event. Refer to initial medical device report for impella cp serial number: (B)(6) with date of event 27-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported initial insertion attempts of an impella 5.5 and impella cp device to a patient for protected intervention was unsuccessful. However, a final attempt with an impella cp was made and successful. The heart team evaluation led to decision for an impella 5.5 for protected high-risk percutaneous coronary intervention (pci) due to severe peripheral artery disease. The patient refused redo coronary artery bypass grafting surgery, left ventricular assist device and extracorporeal membrane oxygenation (ECMO). The angiogram showed adequate caliber for right axillary impella 5.5 access; however, there is heavy calcification at innominate origin. Cut down on right axillary was without issue. Activated clotting time of 298 seconds. Gelweave 10mm x 30 cm beveled and anastomosed without an issue. The left ventricle was accessed with some difficulty, and the impella 5.5 was prepped, inserted, however, the impella 5.5 was unable to pass the innominate ostial calcification into the ascending aorta. The decision was made to convert to an impella cp implant via the axillary graft. The wire access in the left ventricle was maintained and the impella cp was prepped, inserted with activated clotting time of 350 seconds. The impella cp inlet and most of the cannula did cross into the ascending aorta; however, the motor was unable to pass. A buddywire technique was attempted without success. The decision was made to use shock wave on calcium. The motor was still unable to cross the calcification. The team, therefore, decided to remove the impella cp and wires and start with new wires and new impella cp device, which was successfully implanted. The patient was sent to the unit on impella cp mechanical circulatory support with plans to complete the protected pci the following day. There was no report or indication of any adverse effects to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue was most likely patient condition since the implant was aborted due to patient had severe pad and known calcification of ostial innominate artery.